Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A patient contacted a technical support representative regarding issues with draining slowly during their therapy. The patient explained that during treatment they had a power outage and they could not finish the therapy. The patient performed a manual exchange due to feeling bloated during which the patient had drained 5000ml. This drain volume is 227% the patient¿s fill volume of 2206ml. The cause for the iipv event was unknown. A review of the patient¿s previous treatment on the cycler was unable to identify any overfill or iipv event that could have contributed to the patient¿s high manual drain volume. Upon discovery of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with their treatment without the cycler. The cause for the high drain volume was unknown. Follow up with the patient¿s nurse verified that the patient did not develop any injuries or require medical intervention as a result of the issue. The symptoms were alleviated following the drain that was performed. The patient received a replacement cycler and has continued with peritoneal dialysis therapy without complication.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak, valve actuation testing and patient sensor calibration and was found to meet product specifications. The load cell verification was found to be within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.